Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date approximately around the middle of (B)(6) 2014, the patient experienced an umbilical hernia. On an unreported date approximately the beginning of (B)(6) 2014, the patient underwent surgical repair of the umbilical hernia. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced an umbilical hernia (vertical hernia), surgically repaired, coincident with automated peritoneal dialysis therapy. The cause of the umbilical hernia was unknown. On an unreported date, the patient was hospitalized for the hernia and the hernia repair surgery. The patient was recovering from the hernia and the hernia repair surgery. Peritoneal dialysis therapy was reported to be ongoing. Additional information was requested, but is not available at this time.